Event description:
It was reported that the 30 ml bd luer-lok¿ tip syringe experienced issues with the scale marking permanency. Product defect was noted prior to use. The following information was provided by the initial reporter: poor printing.

Manufacturer narrative:
H.6. Investigation: one photo was provided for investigation. It shows the syringe with the scale marking issue on the numbers of the scale. The potential root cause can be attributed to the syringe assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that a jam occurred, and the barrel printing was not properly done. Based on the sample analysis and investigation carried out, the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 30 ml bd luer-lok¿ tip syringe experienced issues with the scale marking permanency. Product defect was noted prior to use. The following information was provided by the initial reporter: poor printing.